Event description:
Silicone implants broke 12 months after implantation. First surgery 2005, revision 2006.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.